Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, the device was released, but after releasing, the threshold increased. The leadless ipg remained in use, and follow up check revealed threshold became stable at higher measurement than initial implant, therefore the procedure was finished based on the increase of the threshold was caused by the patient¿s biological reaction. Post procedure, threshold check was performed, and increase of the threshold was confirmed. The patient could not be discharged from the hospital because increase of the pacing threshold had not stopped. Approximately two days post implant of leadless ipg, pacing threshold was checked again. The physician decided to implant a new leadless ipg due to noted increased threshold, and no native rhythm noted. No patient complications have been reported as a result of this event.